Manufacturer narrative:
The device model#, lot#, di#, expiration date, and manufactured date could not be obtained from the site. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A cardiac lead management procedure commenced to remove 3 leads due to infection. During the procedure tear began in the innominate vein, continued down the svc and in to the pericardial space. Rescue interventions were implemented, but unsuccessful. The patient did not survive the procedure. It is unknown how the tear occurred. Since the spectranetics glidelight laser sheath was utilized for the procedure, this report is being filed. However, there is no allegation that the glidelight cause/contributed to the injury/death.